Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, october 7, 2014.

Manufacturer narrative:
(B)(4). Not returned to manufacturer.